Event description:
It was reported that patient was implanted with a stage one hip mold stem on (B)(6) 2012 due to an infection of unknown parts. A subsequent revision was performed on (B)(6) 2012 due to the stem fracturing in two pieces. The hip mold stem was removed and replaced with a long term implant.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states,"fracture of the temporary hemi-hip prosthesis component, made using the stageone" select disposable cement spacer molds."